Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that the balloon has a 17mm longitudinal tear starting 23mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.